Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported the evoke closed loop stimulator (cls) felt warm during stimulation; therefore, the cls has been switched off. A revision procedure was performed, and the cls was replaced to resolve the reported event.